Event description:
It was reported to boston scientific corporation on march 16, 2009, that a trapezoid rx lithotripter compatible basket was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B)(6), 2009. According to the complainant, during the procedure, when an attempt was made to backload the device over the guidewire, the plastic over the basket was broken at the bottom. The site indicated that the plastic was cracked and split which caused the guidewire to keep popping out. The procedure was completed with a second trapezoid rx lithotripter compatible basket. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The device has been received by the manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).